Event description:
It was reported that balloon rupture occurred. The 85 - 90% stenosed target lesion was located in the moderately tortuous and severely calcified fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 8 seconds. The device was removed without any problem, and the procedure was completed with another balloon. There were no patient complications as a result of this event.